Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; mild metallosis; toxic effect of metal ion (chrome and cobalt); some brown grayish discoloration in the posterior capsule area; rent in the posterior capsule and inside this hole was the neck of the prosthesis with some grayer soft tissue indicating mild metallosis. The information received does not change the MDR decision.

Event description:
Patient was revised. Report stated that patient had no issues or complaints. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information and doi. Litigation did not mention patients left side, however, we are reporting it now in anticipation of litigation. There is no known complaint for this side. The MDR decision was reversed.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.